Manufacturer narrative:
(B)(4), the device history record of batch number 74j2001674 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled & inspected according to our specifications. Manufacture date: 2020-09-21, expiration date: 2023-09-20. A photo of a pleur evac unit was received to point the leak location in ats connector (p/n 152753). Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility neither is being manufactured at the time. If defective sample becomes available at later date this complaint will be updated as applicable.

Event description:
It was reported that there was direct an air-leak; switched to another sahara was ok. Additional information: photograph shows leak occurred at the red/blue connection.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there was direct an air-leak; switched to another sahara was ok. Additional information: photograph shows leak occurred at the red/blue connection.